Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer complaint: event date:(B)(6) 2021. The customer reported that the insulin pump had rejected new batteries and the insulin pump rewind was slower in the past. The customer also reported that the insulin pump's sound/alarm/volume had decreased. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked reservoir tube lip, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device history file/traces download was successful using thus and care link upload was successful. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test or battery failed alert noted during testing or in the device trace download on the event date (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 09:57:00.000 alarmalertnotification, (B)(6) 2021 09:57:10.000 alarmalertcleared, (B)(6) 2021 11:31:00.000 alarmalertnotification, (B)(6) 2021 11:31:09.000 alarmalertcleared, (B)(6) 2021 15:03:00.000 alarmalertnotification, (B)(6) 2021 15:03:08.000 alarmalertcleared. And replace battery alert on: (B)(6) 2021 00:34:00.000 alarmalertnotification, (B)(6) 2021 00:44:00.000 alarmalertnotification, (B)(6) 2021 00:50:17.000 alarmalertcleared . All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history file noted during testing. No rewind anomaly noted. No pump error 37, 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Device was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The motor was tested outside of the device and passed. Failure analysis summary: the insulin pump rewinds properly during the testing. No rewind anomaly noted. No audio anomaly noted. Device was monitored, and no battery anomalies or failed battery test/battery failed alert noted during the testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had sound, alarm and volume was decreased. Insulin pump reject new batteries and rewind slower in the past. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.